Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 300 units of insulin and the insulin gauge remained static at 105 units. Subsequently, the cartridge had been in use for approximately 5 days. At the time of the reported event, the customer declined to perform troubleshooting with tandem technical support. There was no impact to the customer's blood glucose level. During a follow-up call on (B)(4) 2017, it was reported that a new cartridge was loaded and displayed an accurate fill estimate.